Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
Once the introducer was in place during the procedure and being used for some time, the side arm snapped off. A section of the device did not remain inside the patient's body. According to the initial reporter, the patient did not require any additional procedures nor experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). Initial was filed within the 30 day time frame regardless of corrected date. Investigation - evaluation: a review of the complaint history, device history record, quality control and visual inspection of the returned device was conducted during the investigation. The visual inspection of the returned device reported the sheath and dilator were returned in a used condition. Visual examination of the separated side arm showed very little or no glue residue. This would indicate an insufficient amount of glue may have been used in the manufacturing process. The device is shipped with an instruction for use (IFU) which states the intended use, contraindications, warning, precautions and instructions for use. A document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the information provided, device examination and the results of our investigation, the root cause of this event is related to an insufficient amount of glue used in the manufacturing process. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.

Event description:
Once the introducer was in place during the procedure and being used for some time, the side arm snapped off. A section of the device did not remain inside the patient's body. According to the initial reporter, the patient did not require any additional procedures nor experience any adverse effects due to this occurrence.